Event description:
Alleged abrasion on pt breast post breast scan was reported. Despite multiple attempts to confirm the reported abrasion, the site has not responded to our queries for the extent of the injury and the outcome of the pt.

Manufacturer narrative:
A follow report will be submitted when the investigation has been completed.